Manufacturer narrative:
(B)(4). The actual complaint product is anticipated but has not yet been returned for evaluation. According to the device history records reviewed for the reported lot number m6095t507, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the third of five reports. Refer to 8030647-2016-00182 for the first patient. Refer to 8030647-2016-00183 for the second patient. Refer to 8030647-2016-00185 for the fourth patient. Refer to 8030647-2016-00186 for the fifth patient. It was reported by the distributor that, "the catheter broke away from the hub when it was pulled back" no additional information was provided.

Manufacturer narrative:
Only two events are now reported to have occurred, the event reported in MDR as MFR#: 8030647-2016-00192 is no longer valid. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Event description:
Additional information was received that stated, three additional MDR's filed were retracted by the customer. The original quantity of affected devices was reported incorrectly. Only two events, not five occurred. This event, 8030647-2016-00192, has been retracted by the facility. See MFR# 8030647-2016-00182 and MFR# 8030647-2016-00183 for the follow up on the remaining two events.